Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00952. The customer is still using the blood parameter monitor (bbm) unit. This remained for the rest of cpb. This behavior has occurred multiple times with two different bpm units. In addition, three to four different lots of shunt sensors have been used and the same issue has remained. The ccp stated he has used the bpm unit for many years and nothing has changed in the way he uses the device. All cases have been completed successfully, without delay and without associated blood loss. There was no harm observed.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) stated the readings were not accurate on the blood parameter monitor (bpm). The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2014: the ccp uses both arterial and venous shunt sensors in the monitoring of blood gases and potassium, (k+) in both the arterial and venous line of the cpb circuit. Both shunt sensors were calibrated with the calibrator 540 and the calibrations were successful. When cpb was initiated, and the bpm was placed in the operate mode, "---" was displayed for both partial pressure of carbon dioxide (pco2) and partial pressure of oxygen (po2) measures for both the arterial and venous sensors. When an in-vivo calibration (multiple times/case) was completed, values could not be entered for pco2 and po2 and "out of range" message was displayed.